Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft with xpedient delivery system was implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm in 2004. The pt's iliac arteries were severely tortuous and the pt was reported to be a high-risk surgical candidate. The pt's aortic neck had 100-degrees of angulation. It was reported that while attempting to cannulate the contralateral gate of the deployed bifurcated stent graft the device slipped out of the aortic neck. The aortic neck angulation was reported to preclude implantation of an aoritic cuff. The pt was converted to open surgical repair. It was reported that the pt developed renal failure 72 hours post procedure. The pt's renal failure was reported to resolve and the pt was transferred to a nursing facility for recovery. No additional sequelae were reported and the pt is reported to be fine.